Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Sometime post-op it was reported that the patient came in for follow up and x-rays when it was discovered that the set screw was loose. The patient is asymptomatic, no revision surgery has been scheduled.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.